Event description:
Customer reported a malfunction alarm on the pump, the customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support (cts) provided instructions for resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue returned.